Event description:
On 9/4/96, the account obtained an aberrant bhcg result of 1.0 miu/ml on a pt sample, which was reported to the dr. A second specimen was collected two weeks later on 9/18/96, and a result of 8000 miu/ml was obtained. The account then defrosted the initial sample, mixed, spun and reran it. A result of 126.35 miu/ml was obtained. No medical intervention occurred as the physician believed to pt was pregnant and therefore took a second sample two weeks later.

Manufacturer narrative:
Investigation symmary: the event rep. Is not addressed in the device labeling. A malfunction did occur. This reportable MDR event was investigated as part of an ongoing study of the axsym system by co into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquid level sense board to decrease sensitivity of the instrument to electrostatic dishcarge, and packaging modifications for added protection to probes. In addition, co has emphasized to co's customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.